Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-00368. (B)(4). Approximate age of device ¿ 19 days. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital on (B)(6) 2016 with serous drainage coming from the driveline exit site/abdomen and was admitted to the hospital for intravenous antibiotics. The patient had undergone a pump exchange on (B)(6) 2016 and it was reported that infected debris could have potentially been introduced into the surgical field at the time of the pump exchange; however, the patient's blood cultures as well as cultures taken from the inflow conduit of the original pump at the time of the pump exchange were negative. The patient was taken to the or for a washout of the area around the pump pocket on (B)(6) 2016 and cultures were positive for pseudomonas bacteria. It was reported that the patient remained hospitalized on intravenous antibiotics and would be discharged to home on oral antibiotics.